Event description:
It was reported that during an open cholecystectomy procedure, the clips were twisting. A new device was opened and used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.